Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tgt2610/7338852, tgt3415/7165519). Part of the devices were placed within a stent graft previously implanted (detail of the stent graft and date of the implant unknown). No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm was 50 mm. On (B)(6) 2010, six month follow-up imaging showed that the diameter of the aneurysm enlarged to 56 mm. A type ii endoleak of unknown origin was reported. On (B)(6) 2011, one year follow-up imaging showed that the diameter of the aneurysm shrunk to 49 mm. The type ii endoleak reportedly persisted. During subsequent follow-ups, as non-contrast CT was performed, it was unknown if endoleak was present. The diameter of the aneurysm further shrunk to 46 mm. No further information is available.